Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Please refer to file #(B)(4) from cad. Problem description. (B)(4). I told (B)(6) syringe split nut upgrade had nothing to do with unable to program 0.1 ml/hr. It could be incorrect size of syringe was used or the library needs to be visit. (B)(6) confirmed 3cc syringe was used. So it was not a bigger than 3cc syringe, I told him to contact his pharmacy to check the library. Problem description: (B)(4). Npi sn (B)(4). (B)(6) said his 8110 syringe modules had "split nut" upgraded last week. After the split nut upgrade, the user could not program the rate to 0.1 ml/hr. In nicu.